Event description:
Reportedly, during a pacemaker check on (B)(6) 2019, high atrial lead impedance values (3000 ohms) in bipolar and unipolar configurations were observed. Atrial lead impedance curve revealed a sudden increase to values saturated at 3000 ohms at the end of (B)(6) 2019. As an atrial lead issue was suspected, the device was reprogrammed to vvi. Simultaneous and symmetric noise oversensing episodes were observed on both channels. X-ray image did not reveal any lead fracture, however the helix seemed to be bent and stretched. Additionally, the tip of the connector pin appeared appropriately inserted into the pacemaker port. Preliminary analysis confirmed the high atrial lead impedance values (above 3000 ohms) and simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data. Reportedly on (B)(6) 2019, prior to the re-intervention to replace the atrial lead, x-ray image revealed that the lead was dislodged and the tip was fractured. The re-intervention confirmed that the pacemaker moved from its position and pulled down the atrial lead and the lead tip was fractured. As the lead could not be removed from the cardiac muscle, it was abandoned in the patient's body. A new pacemaker was connected to a new atrial lead and the already implanted ventricular lead. On (B)(6) 2019, it was reported that the pacemaker moved again and pulled both leads downwards. The tip of the abandoned atrial lead was completely fractured. On (B)(6) 2019, a re-intervention was performed. The body of the abandoned atrial lead was removed but the tip remained in the patient's body.

Manufacturer narrative:
B5 and d7 updated.

Event description:
Reportedly, during a pacemaker check on (B)(6) 2019, high atrial lead impedance values (3000 ohms) in bipolar and unipolar configurations were observed. Atrial lead impedance curve revealed a sudden increase to values saturated at 3000 ohms at the end of (B)(6) 2019. As an atrial lead issue was suspected, the device was reprogrammed to vvi. Simultaneous and symmetric noise oversensing episodes were observed on both channels. X-ray image did not reveal any lead fracture, however the helix seemed to be bent and stretched. Additionally, the tip of the connector pin appeared appropriately inserted into the pacemaker port. Preliminary analysis confirmed the high atrial lead impedance values (above 3000 ohms) and simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data. Reportedly on (B)(6) 2019, prior to the re-intervention to replace the atrial lead, x-ray image revealed that the lead was dislodged and the tip was fractured. The re-intervention confirmed that the pacemaker moved from its position and pulled down the atrial lead and the lead tip was fractured. As the lead could not be removed from the cardiac muscle, it was abandoned in the patient's body. A new pacemaker was connected to a new atrial lead and the already implanted ventricular lead. On (B)(6) 2019, it was reported that the pacemaker moved again and pulled both leads downwards. The tip of the abandoned atrial lead was completely fractured. On (B)(6) 2019, a re-intervention was performed. The body of the abandoned atrial lead was removed but the tip remained in the patient's body.

Manufacturer narrative:
Analysis of the returned atrial lead revealed insulation breaches due to abrasion from the exterior of the lead. Lead-to-lead abrasion with the associated ventricular lead is highly suspected.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190416 - file-2019-00796 - analysis_and_closure_report_resp-2019-00448 .pdf].

Event description:
Reportedly, during a pacemaker check on (B)(6) 2019, high atrial lead impedance values (3000 ohms) in bipolar and unipolar configurations were observed. Atrial lead impedance curve revealed a sudden increase to values saturated at 3000 ohms at the end of jan 2019. As an atrial lead issue was suspected, the device was reprogrammed to vvi. Simultaneous and symmetric noise oversensing episodes were observed on both channels. X-ray image did not reveal any lead fracture, however the helix seemed to be bent and stretched. Additionally, the tip of the connector pin appeared appropriately inserted into the pacemaker port. Preliminary analysis confirmed the high atrial lead impedance values (above 3000 ohms) and simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker check on (B)(6) 2019, high atrial lead impedance values (3000 ohms) in bipolar and unipolar configurations were observed. Atrial lead impedance curve revealed a sudden increase to values saturated at 3000 ohms at the end of (B)(6)2019. As an atrial lead issue was suspected, the device was reprogrammed to vvi. Simultaneous and symmetric noise oversensing episodes were observed on both channels. X-ray image did not reveal any lead fracture, however the helix seemed to be bent and stretched. Additionally, the tip of the connector pin appeared appropriately inserted into the pacemaker port. Preliminary analysis confirmed the high atrial lead impedance values (above 3000 ohms) and simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or device level: none of them can be confirmed with available data.